Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Samples received: 32 unopened pouches. Analysis and results: there is one previous complaint of the same code-batch. Manufactured (B)(4) units of this code batch. There are (B)(4) units in our stock. Tested the knot pull tensile strength of the samples received and the results fulfill the OEM requirements. Remarks: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: although the results of the closed samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed.

Event description:
Country of complaint: germany it is reported that the thread broke several times.